Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, an adverse event had occurred. The patient stated she was alerted to her low setting of 80mg/dl. The patient gave herself juice and carbohydrates. The patient was then alerted again at 66mg/dl and again at 57mg/dl. The patient then had to lay down because it was hard to function, was real dizzy; she was able to call her neighbor and family for help prior to passing out. No ambulance was called as she was able to have some jelly, orange juice. No product defects or failures were alleged. At time of contact the patient's condition was ok. No additional event or patient information is available.